Event description:
Per the clinic, the patient experienced a magnet dislodgement during an emergency MRI (1.5 tesla) procedure. However, the clinician did not follow the manufacturer's instructions for use of MRI since it was an emergency MRI. It was also reported that open circuits were noted on 16 electrodes. Subsequently, a surgery to replace the magnet has been completed on (B)(6) 2025.